Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report, "1454 - peeled / delaminated" is being corrected to "1562 - material separation". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the gap between the acoustic lens and the ultrasound probe but a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap of adhesive between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.